Event description:
Boston scientific received information that this left ventricular (lv) was dislodged since the patient was non compliant with the physician's instructions thus, the lv lead was explanted. This lead will be sent back to the laboratory for analysis. This lv lead is out of service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).this lead is out of service. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--